Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complaint indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a biliary stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, post stent placement, the patient experienced pancreatitis. On (B)(6) 2018, during a stent removal procedure, it was noted that the stent had migrated internally. The stent was removed with snare. In the physician's assessment, the migrated stent caused the patient's pancreatitis. It is unknown whether the patient received any treatment for pancreatitis.